Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was intermittently functional. The cause for the defective response button was isolated to an intermittent response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
While evaluating monitor sn (B)(4) for an unrelated issue a reportable problem was discovered. The monitor's rear response button was intermittently functional.